Event description:
It was reported that the wire of a chandler probe was disconnected during use. It is unknown where in the pacing probe the wire was disconnected. A second chandler probe was used and the same problem was observed. A third chandler probe was used and then the problem was not observed. There were no patient complications reported.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
Additional information indicated that the original reported model number was incorrect and should be updated from catheter model 991hf8 to pacing probe model d98100h. One chandler pacing probe with attached edwards contamination sheath was returned for evaluation. Clotted blood was observed from the tip. Examination confirmed a short condition in the probe circuit. An x-ray was taken which was not able to determine a short condition inside the probe housing. The probe contamination shield was removed from the probe body and two kinks were found at the distal touhy borst connector location. It was noted that the tuohy-borst connector was in the locked position. Continuity testing confirmed the short condition is due to kinks in the body. The kinks were located at 19cm distal of the housing and 22cm distal of the probe housing. When flexing the kinked areas the short becomes an open condition. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The referenced third pacing probe and swan-ganz catheter were also returned and examined. There were no allegations of product malfunctions for either of these devices. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the wire was disconnected during use. It is unknown where in the catheter the wire was disconnected. Further detail is also unknown. The second catheter was used and the same problem was observed. The third catheter was used and then the problem was not observed. There were no patient complications reported.